Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received protruded/loose drive support disk, minor scratches on display window, cracked display window corners, cracked reservoir tube lip. The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed during rewind and the drive support cap was loose. The device was not bumped or dropped. No further information was provided.